Event description:
It was reported that an asymptomatic patient presented to the clinic after receiving a alert for notifier for eri. The device reached eos three days later. Premature battery depletion was suspected. The device was explanted.

Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported premature battery depletion was confirmed in the laboratory. Based on the available parameter and usage information, a longevity calculation was performed and was found to be below the expected limits. The original battery was returned to the vendor for further evaluation and no anomaly was found. The cause of the premature battery depletion could not be determined.